Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5168080.

Event description:
Voluntary medwatch received states that the right ventricular (rv) exhibited an unspecified defibrillation impedance issue. No intervention was reported. The patient condition was unknown.